Event description:
A surgeon reported that 2-3 years after an intraocular lens (iol) implant surgery, a pt experienced massive glistening and significant glare to the point she cannot ride her bicycle in the traffic. The pt had been treated on an unknown date with femtolasik due to a slightly rest of refraction (-0.5) and was supposed to be perfectly emmetropic. The surgeon also reported that iol explant is required but since the pt underwent yag laser surgery, the new iol will be implanted in the sulcus. The surgeon wanted to send the pt to another surgeon for a second opinion and explantation. Additional info has been requested. This is one of two medical device reports being filed for this event. This report is for the left eye (os).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Investigation has been completed based on current info. Additional info has been requested. (B)(4).